Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. Upon investigation the monitor was unable to power on. The cause for not passing was isolated multiple thermally damaged components on the computer/analog pca. The root cause for the thermally damaged components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.